Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar adhesive events with two infusion sets which fell off during use after being used for three days. Patient confirmed use of skin tac as adhesive aid. Patient replaced infusion set and resumed insulin successfully. No further information available.